Event description:
Adverse event: "corneal eye tissue injury" (capsular bag tear, posterior), (eye injury). Product problem: "cannula detached" (detachment of device or device component). Customer reported that during the hydro-suturing step of the corneal tunnel in a cataract surgery, the cannula suddenly detached from the luer lock 3 ml syringe, which was included in a custom pak. The cannula entered the anterior chamber of the pt's eye, damaging the capsular bag, the zonnula and the iris. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).